Event description:
It was reported that the safety shield broke off during use and needle stick injury occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the safety mechanism on the eclipse needle broke off resulting in needle stick.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/28/2020. H.6. Investigation: one (1) customer photo as well as 1 physical sample were received for evaluation. The photo only shows an unused eclipse device not appearing to have and defects, however, the physical sample shows a bd eclipse device with the pivot shield broken off the device. Therefore, the reported issue of dlm is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#1465371).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield broke off during use and needle stick injury occurred with a bd vacutainer eclipse blood collection needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the safety mechanism on the eclipse needle broke off resulting in needle stick.